Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since the subject device was not returned, the exact cause was unknown. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
The user found the channel cleaning brush stuck in the instrument channel of the insertion tube of the subject device and returned it for repair to olympus service operation repair center. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the foreign matter has adhered the inside of the instrument channel of the subject device and the inside of the instrument channel was heavily dirty. Other detailed information was not provided. There was no report of patient injury associated with the event.